Event description:
It was reported that, prior to the procedure, the image flickered when the camera head was connected to the camera box. No negative impact in state of health reported.

Manufacturer narrative:
The device was shipped to the manufacturing site for investigation. And per their evaluation findings: the complaint issue was described as when the camera head is connected to the camera box, the image flickers, and the surgeon cannot see any image. The customer's complaint was verified. A functional test did not confirm the failure, but contamination was observed on the cable card edge, which is consistent with the customer's complaint. A visual inspection confirmed the contamination. Contamination on the card edge can prevent a proper electrical connection with the ccu. Cleaning the card edge could not completely remove the contamination so a cable replacement is required. The customer should have their ccu inspected for corresponding contamination and wear as the ccu may be the main contributing factor causing the complaint. Additionally, the customer should review their handling and processing methods to ensure that they are following approved karl storz protocols. The cause of the issue was determined as card edge contamination. This event is filed under internal complaint ID (B)(4).